Event description:
In 2005, the patient had spontaneous erosion of the left extension. The patient was treated prophylactically with antibiotics and the extension was explanted and replaced a month later. In approx six months later, the patient noticed a small excoriation in the left subclavicular pocket of the generator, and assumed it was healing well. A clinical visit in december noted that the tissue at the pocket site was quite inflamed. The patient was taken to surgery. Surgical exploration revealed that there was already metal showing through the inferior aspect of the pocket area, although the wound incision was not affected. The hcp reported that it appeared to be "necrosis of the generator through the skin". The hcp opened the left parietal incision and exposed the inferior aspect of the extension site which did not have any signs of infection. The wire was cut and the lead was left in place. The hcp then addressed the area of dehiscence at the pocket. The ins and the extension were explanted. A month later the patient's lead was also explanted due to infection. The patient was implanted with a new dbs system in april 2006. Reference MFR report #6000153200703366.